Event description:
We have discovered two products that qualify for look alike sound alike warning. Intralipid 20% IV fat emulsion ndc 0338-0519-02 and a product that is not listed as a medication. Viperslide lubricant manufactured by csi for use with orbital atherectomy system. I can provide photos which show both products are milky white in clear IV bags with IV ports enclosed in very similar clear outer packaging. This issue was identified by a cpht completing unit inspections in a CT scan room. The viper slide product was on a counter and not on the cart with the rotoblader that uses this product. We have discussed with CT scan management, will label all viper slide bags with fluorescent labels stating the product must be diluted. The product will be kept with the rotoblader cart, and staff has been reminded to keep this product on the cart and keep the cart in a locked storage room. We may implement further safety steps if discussion deems prudent. Cause: manufacturer/labeler similar labels/packaging poor packaging design. (B)(4).